Manufacturer narrative:
(B)(4)

Event description:
It was reported that a surface electrocardiogram revealed that the right ventricular lead exhibited intermittent loss of capture. The lead was capped and replaced on (B)(6) 2015. The patient was in stable condition post procedure.